Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Based on customer reported customer did not allege insulin pump was over delivering. Customer was used auto mode. Customer was performed displacement test and it was complete. The device will no be returned for analysis.